Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal, and a corroded battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the corroded battery compartment was the root cause. The battery compartment was replaced. To address the damaged dso seal, the dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had a corroded battery compartment. There was no patient involvement.